Manufacturer narrative:
An event regarding dislocation involving an unknown x3 insert was reported. The event was confirmed. Device evaluation not performed as no items were returned because they remain implanted. The medical review indicated, ¿dislocations of a total hip arthroplasty eleven days after surgery before soft tissue healing occurs are less likely to recur if the cause was significant trauma or hyperflexion by the patient. There is no evidence that factors related to the prosthetic components were responsible for this clinical situation.¿ the exact cause of the event could not be determined because patient history or activity information and subsequent follow up to the closed reduction were not available.

Event description:
It has been reported that a patient enrolled in (B)(4) study ((B)(4)) came to the ER with a luxation of the hip that was replaced. The surgeon alleges that the event may be considered to be related to the device and the surgery. We only have limited information from the surgeon at this time and are expecting an update from the site with more information when the event is resolved.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an x3 insert. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It has been reported that a patient enrolled in the (B)(6) came to the ER with a luxation of the hip that was replaced. The surgeon alleges that the event may be considered to be related to the device and the surgery. We only have limited information from the surgeon at this time and are expecting an update from the site with more information when the event is resolved.